Event description:
The customer reported that the ias8-120lp device was being used during a robotic assisted resection of mediastinal mass procedure on approximately 24may21 when it was reported that ¿a piece of the blue foam ring inside the 8mm airseal port cap dislodged and fell into the thoracic cavity during the insertion of a rolled kittner sponge.¿ the blue foam ring was retrieved prior to closing the patient. The procedure was completed. There was no impact/injury to the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported event of ¿a piece of the blue foam ring inside the port dislodged and fell into the surgical site; the piece was recovered¿ is inconclusive. The device will not be returned for evaluation and no photographic evidence was provided; therefore, root cause cannot be identified. A device history review request has been forwarded to document control; however, a response has not been received to date. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 3 complaints, regarding 3 devices, for this device family and failure mode. During this same time frame 857,562 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.000004. Per the instructions for use, the user is advised the following: inspect sound cap foam and seal prior to use. Use caution when inserting a sharp or large device through the blue sound cap seal. Inspect the sound cap after use for physical damage of any kind. This issue will continue to be monitored through the complaint system to assure patient safety. Device not returned.

Manufacturer narrative:
Additional product code: gcj. The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the ias8-120lp device was being used during a robotic assisted resection of mediastinal mass procedure on approximately (B)(6) 2021 when it was reported that ¿a piece of the blue foam ring inside the 8mm airseal port cap dislodged and fell into the thoracic cavity during the insertion of a rolled kittner sponge.¿ the blue foam ring was retrieved prior to closing the patient. The procedure was completed. There was no impact/injury to the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.